Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got separated from the plastic connector of the set at the infusion set site. Reportedly, this issue occurred during the night while the patient was sleeping. No further information available.